Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 enhanced full-height cubie drawer on the main, was not detected on the bus, a field service engineer found that no lights on the drawer controller or pyxibus module controller (pmc). Drawers 3-1 and 3-2, enhanced half-height drawers, were also not detected, although their controller board lights appeared normal. The worn retractor band, drawer controller, and pmc were replaced. After replacement, the drawer configured correctly, and the customer successfully recovered from the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that the malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported due to this event.